Event description:
The area technical operations manager (atom) for a user facility reported to fresenius that a patient's fluid removal during hemodialysis (hd) treatment on the fresenius 2008t machine was under dry weight. Water was leaking around the machine and the ultrafiltration (uf) check valve was leaking. Additional information was obtained during follow-up from the user facility clinic manager (cm). The cm stated that the patient¿s blood pressure began trending down approximately 45 minutes prior to the completion of hemodialysis (hd) treatment (with a full runtime of 4:00 hours) on the fresenius 2008t machine on (B)(6) 2023. The cm stated that the medical staff responded by turning down ultrafiltration (uf) functionality which involved pressing a button on the machine to indicate that fluid removal should be stopped. The cm noticed shortly after that a large amount of fluid had accumulated on the floor, which the cm believed to have come from a leak in the wall and not the machine. The cm stated the patient then went unresponsive. The cm stated the patient was resuscitated with fluid (approximately 1.5 liters of saline). The cm stated the patient never lost respiration nor a pulse. The patient did not go into cardiac arrest nor require hospital transport. The staff concluded the fluid came from the machine and powered it down. The patient was weighed following treatment and the patient was approximately 1.5 liters under their target dry weight. The cm stated the patient did not report any additional symptoms following treatment. The cm stated that the patient has continued hd treatments as usual following this event. The machine was pulled from service following treatment. The atom found that both the uf check valve and the uf pump had broken. The atom determined that the simultaneous failure of both parts resulted in the reported event. The uf pump and uf check valve were replaced to resolve the machine issue. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Clinical investigation: there is a temporal and causal relationship between hemodialysis utilizing the fresenius 2008t machine and the patient event of drop in blood pressure, loss of consciousness, requirement for the administration of normal saline, and being under target weight at the end of the hd treatment. It was reported that with approximately 45 minutes remaining in the patient¿s treatment, the uf had to be turned off due to the patient¿s bp dropping. Shortly after this event, a large amount of fluid was discovered on the floor near the machine. It was later discovered during an evaluation by the atom that the uf pump and uf check valve had broken during the patient¿s treatment. This led to a large volume of fluid leaking out the bottom of the hd machine. As a result, the patient was 1.5l under the target end weight and the patient experienced an adverse event requiring medical intervention. Both the uf pump and uf check valve were required to be replaced. Based on the available information, the broken uf pump and uf check valve in the 2008t machine caused the patient¿s adverse event requiring the administration of 1.5l of normal saline. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The area technical operations manager (atom) for a user facility reported to fresenius that a patient's fluid removal during hemodialysis (hd) treatment on the fresenius 2008t machine was under dry weight. Water was leaking around the machine and the ultrafiltration (uf) check valve was leaking. Additional information was obtained during follow-up from the user facility clinic manager (cm). The cm stated that the patient¿s blood pressure began trending down approximately 45 minutes prior to the completion of hemodialysis (hd) treatment (with a full runtime of 4:00 hours) on the fresenius 2008t machine on (B)(6) 2023. The cm stated that the medical staff responded by turning down ultrafiltration (uf) functionality which involved pressing a button on the machine to indicate that fluid removal should be stopped. The cm noticed shortly after that a large amount of fluid had accumulated on the floor, which the cm believed to have come from a leak in the wall and not the machine. The cm stated the patient then went unresponsive. The cm stated the patient was resuscitated with fluid (approximately 1.5 liters of saline). The cm stated the patient never lost respiration nor a pulse. The patient did not go into cardiac arrest nor require hospital transport. The staff concluded the fluid came from the machine and powered it down. The patient was weighed following treatment and the patient was approximately 1.5 liters under their target dry weight. The cm stated the patient did not report any additional symptoms following treatment. The cm stated that the patient has continued hd treatments as usual following this event. The machine was pulled from service following treatment. The atom found that both the uf check valve and the uf pump had broken. The atom determined that the simultaneous failure of both parts resulted in the reported event. The uf pump and uf check valve were replaced to resolve the machine issue. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an onsite evaluation was not performed by a fresenius field service technician (fst). Additionally a records review could not be performed as the machine serial number was not reported. The manufacturer found objective evidence during the investigation indicating a product problem, thus the complaint is confirmed.